Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient was brought back to the operating room for a revision of the acetabular component.

Manufacturer narrative:
An event regarding revision involving a trident shell was reported. The event was not confirmed. The device was not available for evaluation. A DHR indicated that the reported device was accepted into final stock with no reported discrepancies. A complaint history review not performed as a reason for revision was not provided. The exact cause of the event could not be determined because further information is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time.

Event description:
Patient was brought back to the operating room for a revision of the acetabular component.